Event description:
This is a 30-year-old female g1p0 (gravida 1 para 0) at 39+6 weeks who had a straight epidural placed on (B)(6) 2022 at 01:30. She had no relief despite repeated boluses and epidural was replaced. Cse(combined spinal-epidural) was done at 03:30. After the initial spinal dose wore off, she did not have any relief even with repeated boluses and readjustment. The anesthesia team at bedside this morning discussed with the patient to replace the epidural. The patient stated that she would not be able to sit for another medication. She was appropriately cleaned and draped. Spinal was attempted with a 27g whitacre needle at l3-l4 region. There was initial cerebrospinal fluid (csf); however, it did not continue to flow. A 3cc syringe was attached and the spinal needle was adjusted to find free flowing csf. The spinal needle was taken out and stylet was placed into the blunt needle. A second attempt was not able to find the intrathecal space. The spinal needle was removed. Approximately an inch of the blunt spinal needle was missing. The epidural catheter was inserted one level below with loss to air/saline technique. 10cc 0.25% bupivacaine was given through the epidural and patient stated good pain relief. Neurosurgery was consulted for further recommendation. Proper disclosure was made to the patient. At 20:31, she delivered a female neonate with apgar scores of 8 and 9. At 23:39, a lumbar/spine CT revealed a bent linear metallic foreign body 3.4 cm in length presumed to be a spinal needle at l3/l4 level. The portion of the needle was in the subcutaneous fat and the other portion was in the left paraspinal musculature, adjacent to the l4 spinous process. On (B)(6) 2022 at 02:15, she was admitted to sicu(surgical intensive care unit) for q1 neuro checks. Neurosurgical team decided to proceed with surgical extraction of the retained needle. At 10:21, she was moved to pacu(post anesthesia care unit) and admitted to postpartum floor at 14:08 in stable condition. FDA safety report ID# (B)(4).